Event description:
A caller reported receiving a minimum fill notification after filling the cartridge with over 80 units of insulin. There was no adverse impact to the customer¿s blood glucose level. The customer initially attempted to reload the existing cartridge, but the issue persisted. The customer reverted to manual injections for insulin therapy.